Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: l-envpro-16-us, serial/lot #: (B)(4), ubd: 12-apr-2020, UDI#: (B)(4). Product analysis: upon receipt at medtronic¿s quality laboratory, all leaflets were slightly twisted in the closed position with a gap in the point of coaptation. All leaflets were flexible and intact. All commissures were intact. Multiple frame nodes were bent. An outflow strut adjacent to leaflet 3 was fractured. A second cut / break on the frame was observed. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was visually inspected. During loading, the outflow struts became kinked. It was reported that the paddles were seated properly for capture into the delivery catheter system (dcs). It was suspected that the hard plastic of the new compression loading system (cls) may have caused the kinking. The kink was unable to be reconfigured after warming. The valve was not used for the procedure. The procedure was successfully completed with a different valve. No associated adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history records for the first valve ((B)(4)) and frame records ((B)(4)) were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. The valve was forwarded to medtronic mounds view facility for further evaluation. Upon receipt, the valve was visually and optically inspected. The inspection confirmed and six additional strut deformations. No other extrinsic or intrinsic surface damage was found on the surface of the nitinol frame. The fractured portions of the frame were extracted (cut out) for scanning electron microscopy (sem) analysis. The fractographic analysis suggest that the fractures were caused by a single-cycle tensile overloading event, and not a result of a fatigue failure (failure after many cycles in the patient). Furthermore, the analysis indicated that the fractures began at the outflow surface and propagated toward the inflow surface of the frame via ductile rupture due to overloading. In conclusion, extrinsic macroscopic damage was observed in the form of gross kinking in six (6) struts and there were signs of extrinsic surface damage associated with mechanical overloading. Based on the analysis of the returned valve, the reported kinks, deformations and fractures to the outflow of the frame resulted from complications during loading the valve into the delivery catheter system (dcs). If information is provided in the future, a supplemental report will be issued.